Event description:
The manufacturer was contacted in reference to a remstar auto a-flex, sys one, 60 srs, dom. The manufacturer received information alleging the device was producing black smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.